Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Notice that almost all good reviews were "in exchange for free product." I bought 2 of these. Both showed negative. The other brand (and all symptoms/exposure) said positive. Scam brand!! Fortunately, walmart customer service refunded me.